Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if the patient is recovering or has recovered from the peritonitis event. It was not reported if dianeal and/or extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.